Event description:
The pt became symptomatic and was found to have a high gradient across the valve requiring re-operation. The valve was explanted and replaced with a 23 mm sjm trifecta valve. During the explant procedure, a "substance" was observed to have formed on the valve.